Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt. Pt reports that the implant controls pain minimally and is not very effective. Pt does not know the cause of the lack of relief. Pt reports meeting with a manufacturer representative (rep) several times to make adjustments to their therapy. Pt reports the lack of pain relief is not resolved and no further actions are planned to resolve it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt. Pt reports that gradually over time they started to need to charge the device every other day. Pt reports meeting with their managing physician (hcp) and that the hcp had no comment on their recharge frequency but just asked if they had met with a manufacturer representative (rep) regarding this. When asked about the actions taken to resolve the need to recharge every other day the pt reports a rep changed their settings, turning it very low on one program. Pt reports the charging issue was resolved, but their device does not control their pain/provide relief.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported they were having to recharge their implant battery every other day. Patient stated they were told the implant battery would last 5 days. The issue began a month ago. Patient denied any recent falls or trauma. Agent asked and patient confirmed that they were able to charge their controller and implant. Agent reviewed with patient implant battery was dependent on the usage and therapy settings. Patient confirmed that they could feel the stimulation. Patient mentioned that they would change the settings when it felt like the therapy wasn't working very well. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.